Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed that the battery was fully depleted, it is likely that the battery was allowed to become fully discharged whilst in storage. We have established a relationship between the reported battery event and the device, however no alarm issue was observed. The probable causes for the alarm event includes, leaks, kinks or user error. The instruction for use offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during a safety test performed in alloga the device displayed a full canister alarm.